Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker had symptoms due to pacing failure. Device reprogramming was done. The device remains in service. No adverse patient effects were reported.